Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. Patient stated that they could not turn it off, further mentioning that when they went to bed it was great, but when patient got up this morning, they could not get the patient programmer (pp) to come on. Patient also experienced a sudden return of shaking symptoms the morning of the report. It was suggested for the patient to change aaa batteries in the pp, however troubleshooting could not be done due to lack of access to product. Patient was shaking so bad she cannot replace the batteries in the pp. Patient was going to see if they can get hold of a family member to assist with replacing pp batteries. It was reviewed for the patient to call back if assistance is needed. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they could not turn off their pp. Patient stated that the replacement of aaa batteries did not resolve the pp not turning on. Patient also mentioned that shaking had not been resolved. No further patient complications were reported/ anticipated as a result of this event.